Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a female patient who had essure (batch no. C51348) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia") and genital haemorrhage ("heavy/abnormal bleeding ") and was found to have hormone level abnormal ("hormonal problems ") and weight increased ("weight gain"). The patient was treated with surgery (essure removal was scheduled, delayed due to covid-19). At the time of the report, the pelvic pain, hypersensitivity, dyspareunia, genital haemorrhage, hormone level abnormal and weight increased outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, pelvic pain and weight increased to be related to essure. The reporter commented: lawyer reported that the claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Continuing symptoms were reported (unspecified). Batch no: c51348 production date: 2014-05-08 expiration date: 2017-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: new events added: allergy symptoms, dyspareunia, heavy/abnormal bleeding, hormonal problems,weight gain. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("localised pain / increasing pelvic pain") in an adult female patient who had essure inserted (lot no. C51348) for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of pain in 2020, sleeve gastrectomy in 2018, delivery (date of delivery: (B)(6) 2016, type of delivery: labour, cervical sdhesions prev biospy, baby lying sideways. Date of delivery: (B)(6) 2010 type of delivery: quick labour baby weight: 9lb 8oz, tear/episiotomy. Date of delivery: (B)(6) 2012) in 2016 and irritable bowel syndrome (ibs many years ago), biliary colic, vitamin d low, hypothyroidism, asthma, low bp, cholecystectomy, muscle spasm, thrush nos (thrush 1), cervical smear (result: abnormal), multiple allergies, parity 3, multi gravida, urinary incontinence, uterine adenomyoma (posterior wall uterine adenomyosis), hashimoto's thyroiditis, bloating, painful intercourse, ovulation painful, pain epigastric, ovarian cyst, menorrhagia (heavy periods), gallbladder removal, stress, abdominal pain, itching, migraine, hemorrhagic cyst, nabothian cyst and cervical biopsy. Previously administered products included: mirena, levothyroxine sodium, sumatriptan, duac, mefenamic acid and thyroxine. The only concomitant product mentioned was mefenamic acid. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding ") and pregnancy with contraceptive device ("pregnancy with contraceptive device") and was found to have hormone level abnormal ("hormonal problems ") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, hypersensitivity, dyspareunia, genital haemorrhage, hormone level abnormal and weight increased were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The delivery occurred on (B)(6) 2016. The reporter considered dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure administration. The reporter commented: lawyer reported that the claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Continuing symptoms were reported (unspecified). Insertion details: vaginoscopy/hysteroscopy confirmed the presence of retroverted uterus with a cavity depth of 8 cm. Endometrium seemed normal, tubal ostia identified. There was slight resistance during the insertion of essure, 5 loops on the right side, 8 loops on the left side, procedure well tolerated nonetheless. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: normal uterine outline. Bilateral essure coils noted. Extravasation of contrast noted. Contrast was not seen however distal to either essure coil [magnetic resonance imaging] on (B)(6) 2019: pelvis gyna. It did not show any recent cause for concern [thyroid function test] on (B)(6) 2020: tsh: 3.60 mu/l. Ft4: 16.4 pmol/l. [Ultrasound scan] on (B)(6) 2019: both ovaries are normal in size and texture. No adnexal mass or free fluid seen. Batch no: c51348. Production date: 2014-05-08. Expiration date: 2017-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-jul-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("localised pain / increasing pelvic pain") in an adult female patient who had essure inserted (lot no. C51348) for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of pain in 2020, sleeve gastrectomy in 2018, delivery (date of delivery: (B)(6) 2016, type of delivery: labour, cervical adhesions prev biospy, baby lying sideways. Date of delivery: (B)(6) 2010 type of delivery: quick labour baby weight: 9lb 8oz, tear/episiotomy. Date of delivery: (B)(6) 2012) in 2016 and irritable bowel syndrome (ibs many years ago), biliary colic, vitamin d low, hypothyroidism, asthma, low bp, cholecystectomy, muscle spasm, thrush nos (thrush 1), cervical smear (result: abnormal), multiple allergies, parity 3, multi gravida, urinary incontinence, uterine adenomyoma (posterior wall uterine adenomyosis), hashimoto's thyroiditis, bloating, painful intercourse, ovulation painful, pain epigastric, ovarian cyst, menorrhagia (heavy periods), gallbladder removal, stress, abdominal pain, itching, migraine, hemorrhagic cyst, nabothian cyst and cervical biopsy. Previously administered products included: mirena, levothyroxine sodium, sumatriptan, duac, mefenamic acid and thyroxine. The only concomitant product mentioned was mefenamic acid. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding ") and pregnancy with contraceptive device ("pregnancy with contraceptive device") and was found to have hormone level abnormal ("hormonal problems ") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, hypersensitivity, dyspareunia, genital haemorrhage, hormone level abnormal and weight increased were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The delivery occurred on (B)(6) 2016. The reporter considered dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure administration. The reporter commented: lawyer reported that the claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Continuing symptoms were reported (unspecified). Insertion details: vaginoscopy/hysteroscopy confirmed the presence of retroverted uterus with a cavity depth of 8 cm. Endometrium seemed normal, tubal ostia identified. There was slight resistance during the insertion of essure, 5 loops on the right side, 8 loops on the left side, procedure well tolerated nonetheless. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: normal uterine outline. Bilateral essure coils noted. Extravasation of contrast noted. Contrast was not seen however distal to either essure coil. [Magnetic resonance imaging] on (B)(6) 2019: pelvis gyna. It did not show any recent cause for concern. [Thyroid function test] on (B)(6) 2020: tsh: 3.60 mu/l. Ft4: 16.4 pmol/l. [Ultrasound scan] on (B)(6) 2019: both ovaries are normal in size and texture. No adnexal mass or free fluid seen. Batch no: c51348. Production date: 2014-05-08. Expiration date: 2017-05-31. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain and weight increased. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 01-jul-2022: mr received : reporter information , lab data, pregnancy information , event-"pregnancy with contraceptive device","device ineffective" added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal was scheduled). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: lawyer reported that the claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal was scheduled). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: lawyer reported that the claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Amendment: the report was amended for the following reason: after company internal review it was noted that the initial receipt date is (B)(6) 2020. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. C51348) inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal was scheduled). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: lawyer reported that the claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: lot number and insertion date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("localised pain / increasing pelvic pain") in an adult female patient who had essure inserted (lot no. C51348) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of pain in 2020, sleeve gastrectomy in 2018, delivery (date of delivery: (B)(6) 2016, type of delivery: labour, cervical sdhesions prev biospy, baby lying sideways date of delivery: (B)(6) 2010 type of delivery: quick labour baby weight: 9lb 8oz, tear/episiotomy date of delivery: (B)(6) 2012) in 2016 and overweight, colic, irritable bowel syndrome (ibs many years ago), biliary colic, vitamin d low, hypothyroidism, asthma, low bp, cholecystectomy, muscle spasm, thrush nos (thrush 1), cervical smear (result: abnormal), multiple allergies, parity 3, multi gravida, urinary incontinence, uterine adenomyoma (posterior wall uterine adenomyosis), hashimoto's thyroiditis, bloating, painful intercourse, ovulation painful, pain epigastric, ovarian cyst, menorrhagia (heavy periods), gallbladder removal, stress, abdominal pain, itching, migraine, hemorrhagic cyst, nabothian cyst and cervical biopsy. Previously administered products included: mirena, levothyroxine sodium, sumatriptan, duac, mefenamic acid, thyroxine, hyoscine butylbromide, tramadol, oramorph, mirena, migramax and migraleve [buclizine hydrochloride;codeine phosphate;paracetamol]. The only concomitant product mentioned was mefenamic acid. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding "), pregnancy with contraceptive device ("pregnancy with contraceptive device"), device intolerance ("inability to tolerate the device"), mental disorder (". Psychological issues") and premature menopause ("early onset of menopause") and was found to have hormone level abnormal ("hormonal problems") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, hypersensitivity, dyspareunia, genital haemorrhage, hormone level abnormal and weight increased were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The delivery occurred on (B)(6) 2016. The reporter considered device intolerance, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, mental disorder, pelvic pain, pregnancy with contraceptive device, premature menopause and weight increased to be related to essure administration. The reporter commented: lawyer reported that the claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Continuing symptoms were reported (unspecified). Insertion details: vaginoscopy/hysteroscopy confirmed the presence of retroverted uterus with a cavity depth of 8 cm. Endometrium seemed normal, tubal ostia identified. There was slight resistance during the insertion of essure, 5 loops on the right side, 8 loops on the left side, procedure well tolerated nonetheless ethnicity: british. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: normal uterine outline. Bilateral essure coils noted. Extravasation of contrast noted. Contrast was not seen however distal to either essure coil. [Magnetic resonance imaging] on (B)(6) 2019: pelvis gyna. It did not show any recent cause for concern. [Thyroid function test] on (B)(6) 2020: tsh: 3.60 mu/l ft4: 16.4 pmol/l. [Ultrasound scan] on (B)(6) 2019: both ovaries are normal in size and texture. No adnexal mass or free fluid seen. Batch no: c51348 production date: 2014-05-08 expiration date: 2017-05-31 concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:device intolerance,mental disorder,menopause premature. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: reporters,medical history,patient information added..device intolerance,mental disorder,menopause premature event added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("localised pain / increasing pelvic pain") in an adult female patient who had essure inserted (lot no. C51348) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of pain in 2020, sleeve gastrectomy in 2018, delivery (date of delivery: (B)(6) 2016, type of delivery: labour, cervical sdhesions prev biospy, baby lying sideways date of delivery: (B)(6) 2010 type of delivery: quick labour baby weight: 9lb 8oz, tear/episiotomy date of delivery: (B)(6) 2012) in 2016 and overweight, colic, irritable bowel syndrome (ibs many years ago), biliary colic, vitamin d low, hypothyroidism, asthma, low bp, cholecystectomy, muscle spasm, thrush nos (thrush 1), cervical smear (result: abnormal), multiple allergies, parity 3, multi gravida, urinary incontinence, uterine adenomyoma (posterior wall uterine adenomyosis), hashimoto's thyroiditis, bloating, painful intercourse, ovulation painful, pain epigastric, ovarian cyst, menorrhagia (heavy periods), gallbladder removal, stress, abdominal pain, itching, migraine, hemorrhagic cyst, nabothian cyst and cervical biopsy. Previously administered products included: mirena, levothyroxine sodium, sumatriptan, duac, mefenamic acid, thyroxine, hyoscine butylbromide, tramadol, oramorph, mirena, migramax and migraleve [buclizine hydrochloride;codeine phosphate;paracetamol]. The only concomitant product mentioned was mefenamic acid. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding "), pregnancy with contraceptive device ("pregnancy with contraceptive device"), device intolerance ("inability to tolerate the device"), mental disorder (". Psychological issues") and premature menopause ("early onset of menopause") and was found to have hormone level abnormal ("hormonal problems") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, hypersensitivity, dyspareunia, genital haemorrhage, hormone level abnormal and weight increased were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The delivery occurred on (B)(6) 2016. The reporter considered device intolerance, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, mental disorder, pelvic pain, pregnancy with contraceptive device, premature menopause and weight increased to be related to essure administration. The reporter commented: lawyer reported that the claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Continuing symptoms were reported (unspecified). Insertion details: vaginoscopy/hysteroscopy confirmed the presence of retroverted uterus with a cavity depth of 8 cm. Endometrium seemed normal, tubal ostia identified. There was slight resistance during the insertion of essure, 5 loops on the right side, 8 loops on the left side, procedure well tolerated nonetheless ethnicity: british. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: normal uterine outline. Bilateral essure coils noted. Extravasation of contrast noted. Contrast was not seen however distal to either essure coil [magnetic resonance imaging] on (B)(6) 2019: pelvis gyna. It did not show any recent cause for concern [thyroid function test] on (B)(6) 2020: tsh: 3.60 mu/l ft4: 16.4 pmol/l [ultrasound scan] on (B)(6) 2019: both ovaries are normal in size and texture. No adnexal mass or free fluid seen batch no: c51348 production date: 2014-05-08 expiration date: 2017-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-feb-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in an adult female patient who had essure (batch no. C51348) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia") and genital haemorrhage ("heavy/abnormal bleeding ") and was found to have hormone level abnormal ("hormonal problems ") and weight increased ("weight gain"). The patient was treated with surgery (essure removal was scheduled, delayed due to covid-19). At the time of the report, the pelvic pain, hypersensitivity, dyspareunia, genital haemorrhage, hormone level abnormal and weight increased outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, pelvic pain and weight increased to be related to essure. The reporter commented: lawyer reported that the claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Continuing symptoms were reported (unspecified). Insertion details: vaginoscopy/hysteroscopy confirmed the presence of retroverted uterus with a cavity depth of 8 cm. Endometrium seemed normal, tubal ostia identified. There was slight resistance during the insertion of essure, 5 loops on the right side, 8 loops on the left side, procedure well tolerated nonetheless batch no: c51348 production date: 2014-05-08 expiration date: 2017-05-31 concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain and weight increased quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-mar-2021: medical records received - reporters, date of birth and historical drug added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. C51348) inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal was scheduled). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: lawyer reported that the claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Batch no: c51348 production date: 2014-05-08 expiration date: 2017-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal was scheduled). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: lawyer reported that the claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Most recent follow-up information incorporated above includes: on 22-oct-2020: lawyer reported that the claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Report was upgraded to serious. Claimant's initials were amended. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.